Event description:
The customer reported the autopulse platform (sn (B)(6) indicated fault 41 (patient temperature sensor failure). This was noticed during shift check. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) indicated fault 41 (patient temperature sensor failure) was not confirmed during functional test but was confirmed during archive data review. No device malfunction was observed during the functional testing and the autopulse platform performed as intended. Nevertheless, the temperature sensor will be replaced as a preventive precautionary measure, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. The archive data review indicated fault 41 around the report event date, thus confirming the reported complaint. The autopulse platform passed the initial functional test without any fault or error and the reported complaint could not be reproduced. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial sn (B)(6).